Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device's reload was connected to the stapler and checked the jaws opening/closing without an issue. The surgeon tried to squeeze the handle, however it was locked and its knife did not advanced. They used another device to complete the case and resolve the issue. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.